Event description:
The field service representative (fsr) reported that during field service installation of the device, the green light emitting diode (led) for the battery on the perfusion system would not light. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01003. This system has been housed at the distributor and was pulled out as the customer needed a new one. When the system arrived at the customer site, the fsr had to make repairs.